Event description:
Procedure: unk. According to the reporter: while using the device on the pt, the loading unit of roti endo gia 45-2.5 was stuck. When firing for the first time during surgery, the loading unit could not be opened. The surgeon then replaced it with another device to complete the surgery. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).